Manufacturer narrative:
Device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -17.5/2.0/015 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a same length but different diopter lens and problem was resolved. Status of eye is "ok". Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).